Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of channel error could not be confirmed. No inspection and testing could be performed as no device was returned for investigation. No suspect device or system logs were returned for this investigation; therefore, a log analysis could not be performed. The bd alaris¿ modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. Obtain a new module and return the affected module to your facility¿s biomed department. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported channel error was unable to be determined. No suspect devices were returned for this investigation and no additional event information was provided. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported during an infusion of fentanyl in a 50ml syringe, the device produced a channel error. There was patient involvement however patient harm is unknown.

Event description:
It was reported during an infusion of fentanyl in a 50ml syringe, the device produced a channel error. There was patient involvement however patient harm is unknown.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.